Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly. In addition, it was reported the touchscreen intermittently was delayed in responding to presses, intermittent cartridge alarms occurred during the load process, and customer experienced ongoing low blood glucose levels at night. Reportedly, the customer was able to reload and resume insulin delivery. Customer declined to provide additional information regarding the reported issues.